Manufacturer narrative:
(B)(4). A medtronic representative reported that there was only one injury while attempting to clean the cannulated 4.5 tap in decontaminate. The site rep was using a sharp steinman pin and was punctured in the thumb twice. The tap was bloody/contaminated from surgical use. The site rep had tried to use various instruments to remove debris without success so was trying the steinman pin. She reported the incident to employee health and from there, was referred to a hand specialist. Followed closely by hand surgeon, but no surgery was required. The site rep was off work for 10 days on workers comp. The device was returned to the manufacturer for analysis. The returned tap appears to be in good condition with no obvious damage. The cannula is not blocked, a guide wire passing through easily. The tip and threads are not damaged and have nothing sharp protruding in any way. The back end has minor impact marks but had no adverse effect on navlock tracker fit. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Per the instructions for use (IFU), "caution: cannulated taps have the potential to accumulate bone and other tissue in the cannula. Using a cannulated tap without a guide wire can increase the possibility of bone and tissue accumulation. Please use caution when cleaning the cannula because using sharp instruments to remove material from the obstructed cannula may cause injury to areas of the body including the hand. If the obstruction cannot be removed from the cannula, the device is considered to be at the end of its useful life. Dispose of the device according to national regulations." The IFU also provides instructions for usage and cleaning to prevent this type of incident.

Manufacturer narrative:
Patient demographic information does not describe a patient, instead, this would be the demographic information that relates to a site staff person that was involved in this event. Site did not provide any demographics for this person. There was no patient present. Event date unknown - entered aware date in lieu of actual date of event being provided by site representative. Device lot number not available from site. (B)(4). Device manufacturing date is dependent on lot number, therefore, unavailable. (B)(4) 2015 a medtronic representative, following-up at the site, reported the incident occurred when the site staff was cleaning the legacy 4.5 mm cannulated tap. The site representative did not have specific names of staff injured, or date of injuries, at this time. (B)(4) 2015 a medtronic representative, following-up with the site representative, neuro/oral surgical services coordinator surgery, stating that medical intervention was required for this concern. - return requested. Replacement non-cannulated 4.5 tap shipped to site. No parts have been received by manufacturer for analysis. - this concern was documented under a medtronic CAPA.

Event description:
A medtronic representative received a report from a site representative, business manager, that a member of the site staff received an injury when cleaning the cannulated tap. The site staff employee did require medical treatment. No further information was reported. There was no patient present when this issue was identified.

Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for user injury ¿ medtronic navigated cannulated taps" (may 2015). The revised instructions for use (IFU) were also provided with the notification.(B)(4)

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.